Manufacturer narrative:
The reason for this revision surgery was because of issue's with a competitor's product after 1 month of patient use. The surgeon decided to remove the mako cup from the patient's hip. To remove and access the cup it is reported the surgeon had to remove the djo head. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 8659b1011. (B)(4). This event was caused by issues with a competitor's product and the djo product was not the cause of this event.

Event description:
Revision surgery - the surgeon had to remove the head to get to the cup. The cup was a mako cup. The stem and head were djo products.